Manufacturer narrative:
Complaint (B)(4). No date of the event could be obtained from the customer. No samples were received. The evaluation of available data is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states gel separator breaking off and separating with red cells attached to it. This is resulting in their removing the serum and place it into a serum transport tube for transport to the lab. The premise health facility which reported the issue is the capital one be well health center, (B)(6). The centrifuge in use is drucker diagnostic model 642e, serial number (B)(4). The minimum rcf is 1,600xg for 15 minutes, according to the drucker diagnostics centrifuge calibration certificate. The samples are inverted 5-10 times after collection. The samples are allowed to sit for 30 minutes for complete clotting before centrifugation. This issue is noticed immediately after centrifugation. When this issue is noted, the serum was transferred from the vacuette sst into a serum transport tube for transport to the lab. No photos available. Facility only has 10 sst tubes left, ie one lot involved. Premise health is a wellness center with 800 locations and a new user of gbo tubes.

Manufacturer narrative:
No samples were received for evaluation. Received centrifuge calibration certificate. No customer pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A review of quality, production, and maintenance records did not reveal any deviations which could be associated with the complained errors. The complaint cannot be determined.